Event description:
Crm received information that this ventricular dextrus lead had dislodged and was exhibiting low sensing and elevated thresholds. Therefore, a revision procedure was performed. The physician attempted to reposition the lead and good thresholds were observed, however, low sensing was still being experienced. Additionally, the helix was no longer working appropriately. Therefore, the lead was explanted and replaced.